Event description:
The datascope iabp displayed "optical" alarm and then self-resolved and the device (iab catheter) was weaned and removed from the patient. There were no patient issues and no harm to the patient. The central lumen appeared clotted. Patient was in the or and not off heart pump so the balloon pump was used for left ventricle assistance. Staff thought this may have been a "light sensor problem" due to alarming. Staff also thought the inter-lumen may not have been pre-flushed with heparin or may have been "pushed hard and broken fiber-optic tip or clotted or clogged the device (catheter)". There are a few theories, but no one is sure what happened.